Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Calcification: no observed calcification on the device. Capsular contracture:unable to observe since it is not related to the device. Rupture:observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red biological tissue observed on the surface of the device. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii," "internal pain," "body inflammation," "implant rupture," and "isolated calcified images." Device has been explanted.

Manufacturer narrative:
Cont h6 f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture (grade iii)", "implant rupture."

Event description:
Healthcare professional reported right side "contracture (grade iii)", "internal pain, body inflammation", "implant rupture" and "isolated calcified images." Device was explanted.